Event description:
Medtronic received info that this bioprosthetic valve, implanted 10 months, was explanted due to paravalvular leak.

Manufacturer narrative:
(B) (4). Method - device history reviewed. Results - device history review found the product met specs when released for distribution. Conclusion - cause of event determined to be due to user technique and pt condition. Analysis - upon receipt at medtronic's quality laboratory, visual inspection revealed the suture tails to be long. All leaflets were slightly stiff but flexible. All commissures were intact, perforations in the lunula of the non-coronary and left cusps appeared to be the result of long suture tail wear with valve distortion as a possible contributing factor. Pannus on the outflow remained attached along the sewing ring, partially covering the back of the non-coronary left stent post and extending over to the top of the commissural attachment. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product release for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to perforations in the cusps as the result of long suture tail wear and to host tissue overgrowth. These findings are generally considered due to user error and pt condition.